Event description:
It was reproted that (1) device was used during laparoscopic appendectomy. It was reported by the rep that the surgeon used a 512b trocar and found that outer seal split. The surgeon completed the case using another 512b instrument. There was no consequence to the patient.